Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received indicated that the pump was explanted.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 348.2mcg/day. The indications for use were multiple sclerosis and intractable spasticity. The patient did not have any known drug allergies. The patient had an appointment earlier this year that showed an eri (elective replacement indicator) of 18 months. Now logs show an eri occurred on (B)(6) 2016 which is premature and usually indicative of an issue. The patient was still getting therapy; however, it was unknown when eos (end of service) might occur. Per the progress notes of (B)(6) 2016, the pump was controlling the patient¿s spasticity well. The patient had some tightness in her ankles and the therapist was doing some stretching. This was further described as mild-moderate hypertonicity of ¿b¿ ankles (l>r). Three beats clonus in right ankle. The patient was referred for a pump replacement. They were scheduling the replacement and questioned the validity of the 6/12/2016 eos date. It was indicated that this date was premature as the eri had also been premature.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.